Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (thrombosis/cerebrovascular accident (stroke (ischemic, hemorrhagic).

Event description:
During the index procedure, a moma cerebral protection device was used in the treatment of the left ica. Device was successful. Approximately 6 days post procedure patient suffered an ¿ipsi side stroke¿ and stent thrombosis. Aspiration was performed to treat the event. After effect to the patient was right paralysis. The investigator assessed that there was no relationship between the event and the study device or procedure. The investigator commented that as a result of the detail testing on (B)(6) 2014, for the structural impediment, right paralysis and aphasic deficit, stent thrombosis was confirmed. Therefore, thrombosis aspiration and fracturization was done. After the additional treatment to the patient, the back flow, renal function impairment and pneumonia were also occurred and right paralysis was remained, but the patient condition is going to be stable.

Manufacturer narrative:
It was reported that the previously reported stent thrombosis occurred because patient had arteriosclerosis obliterans.